Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected error test. No unexpected restart alarm noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer has a new aaa alkaline battery to test with the pump. Customer was advised to insert the new battery and the display returned. Customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm blank unexpected restart. Customer's blood glucose at time of incident was unknown. Customer was stated alarm is recurring during normal use. Customer was advised that the pump will need to be replaced. Customer was advised to monitor the pump and may continue to wear the pump until replacement arrives.